Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nissen fundoplication on (B)(6) 2020 and a suture was used. During surgery, the needle pulled off from the thread. The needle was on the needle holder so it has been removed easily. All the needles have been counted and recovered. There were no adverse patient consequences reported.